Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched. Fluid flowed through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. As such, it could not be determined if the observed cannula damage is in any way linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 1 and 4 hours. No specific treatment information was provided. The device was originally reported for high bg levels.